Event description:
It was reported to philips that during evaluation of the device for a different issue, the field service engineer (fse) observed, " external power supply show signs of over temperature (plastic deformed , change in color)." The customer was using a non-philips battery. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.